Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Patient¿s blood glucose in morning was 40 mg/dl and got herself up to 99 mg/dl by treating with food. Customer reported that she has been experiencing low blood glucose for past couple of days. Customer reported that the drive support cap appears normal (slightly indented). Customer reported that she recently change the infusion set. Customer reports programming is accurate, reservoir is showing the same amount of insulin as shown on the status screen. Customer reports insulin pump was not worn during a medical procedure/test around an magnetic resonance imaging. Customer was advised to follow up with their health care provider to discuss possible causes of low blood glucose. Insulin pump is not expected to return for analysis.